Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. According to the information received in the medical records, the patient has a history of transient ischemic attacks (tia), cerebrovascular accident (cva) and a patent foramen ovale. The device subsequently malfunctioned by fracturing and perforating the vena cava. Nine years and a month post implantation, the patient underwent an attempt to repair a patent foramen ovale (a hole in the heart). The procedure was aborted when the physicians discovered that one of the barbs of the optease filter was fractured at the distal end, had separated, and had an angulation that was perforating the vena cava. The patient was reported to have been asymptomatic. Per the patient profile form (ppf), the filter is tilted and that the patient is suffering from severe distress. According to the information received in the medical records, the patient has a history of transient ischemic attacks (tia), cerebrovascular accident (cva) and a patent foramen ovale. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The procedure was aborted when the physicians discovered that one of the barbs of the optease filter was fractured at the distal end, was separated and had an angulation. The following additional information received per the patient profile form (ppf) indicates that the filter is tilted and that the patient is suffering from severe distress. According to the information received in the medical records, the patient has a history of transient ischemic attacks (tia), cerebrovascular accident (cva) and a patent foramen ovale. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Implant year was 2005, exact date is unknown. Complaint conclusion: as reported by the legal department, a patient underwent placement of a cordis optease filter in or about 2005. The device subsequently malfunctioned by, inter alia, fracturing and perforating her vena cava. On (B)(6) 2014, the patient underwent an attempt to repair a patent foramen ovale. The procedure was aborted when her physicians discovered that her optease filter was fractured and perforating her vena cava. They noted the fractured strut significantly increased the risk of the procedure, and that they could not proceed with the repair in light of this increased risk. Her physicians further stated that the plaintiff would require ongoing medical monitoring given the condition of the optease filter. As a result of these malfunctions, he has suffered life-threatening injuries, damages and required extensive medical care and treatment. The plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, disability, and other losses. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Filter perforation of the vena cava wall is addressed in the IFU as a possible long-term complication and fracture of a filter strut may be a contributing factor. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, plaintiff, (B)(6), underwent placement of a cordis optease filter in or about 2005 in (B)(6). The device subsequently malfunctioned by, inter alia, fracturing and perforating her vena cava. As a result of these malfunctions, he has suffered life-threatening injuries, damages and required extensive medical care and treatment. The plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, disability, and other losses. On (B)(6) 2014, ms. (B)(6) underwent an attempt to repair a patent foramen ovale (a hole in the heart). The procedure was aborted when her physicians discovered that her optease filter was fractured and perforating her vena cava. They noted the fractured strut significantly increased the risk of the procedure, and that they could not proceed with the repair in light of this increased risk. Her physicians further stated that the plaintiff would require ongoing medical monitoring given the condition of the optease filter.